Event description:
A customer contacted beckman coulter inc. (Bci) in regards to clenz reagent leaked during shutdown of coulter lh500 hematology analyzer for a few days. The leak was contained within the analyzer. All staff were wearing personal protective equipment at the time the leak was discovered. Msds is readily available, but was not reviewed. There is an exposure control or risk management plan in place at the facility. There was no exposure to leaked fluid. There was no death, injury, or change to patient treatment as a result of this incident.

Manufacturer narrative:
A bci customer technical support asked the customer to check waste line in the rear of the instrument and found the line disconnected. The customer tried to reattach the line, but the fitting would not hold the tubing. A bci field service engineer replaced split tubing and repaired the leak. Clenz was the only fluid leaked, and the issue was resolved.